Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Upon further review, this device was a repaired device and did not contain sound abatement foam that would be likely to cause or contribute to death or serious injury and is not in scope of res 88058. Therefore, there is no allegation of a reportable event associated with the device at this time.

Manufacturer narrative:
Additional information was received on sept 18, 2023, and section h10 should be reported as: the manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. Additional information was received about the alleged asthma (new or worsening), lung disease. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The device's downloaded logs were reviewed by the manufacturer. There were five errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. The section e1 was updated and sections b1, b2, d9, h1, h3, h6 have been corrected in this report as follows: section b1 was corrected for adverse event and product problem. (Only the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section d9 has been updated. Section h1 was changed from malfunction to serious injury. Section h3 was updated. Section h6 health effects: clinical codes, health effects - impact code was corrected, type of investigation findings and investigation conclusions has been updated.